Event description:
It was reported that the female connector of four (4) minicap transfer sets could not be removed from the patient line of the homechoice cassettes. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2024, reported as "within the last two weeks." The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.